Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2329 captures the reportable event of ulceration. Imdrf patient code e2330 captures the reportable event of pain. Imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on may 09, 2023. The procedure was performed with local anesthesia. The patient had some discomfort during the procedure. After the procedure, the patient completed 20 fractions of 3 gy each of radiation at the end of (B)(6) without the issues. The patient started having rectal symptoms after the radiation. It was reported that he experienced pain during bowel movements. The patient was concerned the pain may be colon cancer. Therefore, a colonoscopy was performed, and the light patchy area was biopsied in august 2023. Magnetic resonance imaging (MRI) was performed on september 08, 2023. The imaging revealed that most of the hydrogel was placed in the expected location, but some of it was under the rectal wall. It was also noted that there was no clear evidence of infection, and the hydrogel appears smaller. The imaging also showed a small amount of hydrogel that communicated with the rectal lumen, an ulceration, and another portion of hydrogel just to the right of the ulceration. The colonoscopy reveled the small ulceration in the anterior the rectal wall. It was reported that the patient had planned a meeting with a gastroenterologist (gi) surgeon. The patient will be treated with stool softeners and low threshold levo flagyl antibiotics. The patient current condition was unknown at the time of this report.